Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device continued to shut off during use and gave an alarm 05 (water reservoir empty), alarm 14 (patient temperature 1 probe out of range) from the event log. Biomed was going to send the data file. Per follow up information received on (B)(6) 2022, biomed received the data file and did not see alarm 05 (water reservoir empty) or alarm 14 (patient temperature 1 probe out of range) in the event log. It was unknown if there was patient involvement, there were no reported injuries. Technical support recommended to run calibration and return the device to floor.

Manufacturer narrative:
The reported issue was unconfirmed. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. It is unknown if the device was in use on a patient. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced or verified. The case data was reviewed and no alarm 05 or alarm 14 was recorded. No repairs were required as the reported event was unconfirmed. The device continued to shut off during use. It was recommended that the device be calibrated and returned to the floor. The lot number is unknown; therefore, the device history record could not be reviewed. The reported event is unconfirmed, labeling/packaging review is not required.

Event description:
It was reported that biomed stated the arctic sun device continued to shut off during use and gave an alarm 05 (water reservoir empty), alarm 14 (patient temperature 1 probe out of range) from the event log. Biomed was going to send the data file. Per follow up information received on 18-may-2022, biomed received the data file and did not see alarm 05 (water reservoir empty) or alarm 14 (patient temperature 1 probe out of range) in the event log. It was unknown if there was patient involvement, there were no reported injuries. Technical support recommended to run calibration and return the device to floor.